Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose (bg) level ranged from 361-425 mg/dl. Reportedly, customer changed pump supplies to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.